Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased above 400 mg/dl after approximately six hours of pod wear on the abdomen, with glucose readings displayed as ¿high¿ on the omnipod system. The patient experienced symptoms including vomiting, severe headache, chest pain, and migraine, which prompted her to seek medical attention. The patient also reported recent flu-like symptoms, dehydration, and a newly identified cardiac condition, which she believed may have contributed to the event. The patient stated that, on the date of the event, she used a skin patch for the first time due to an allergy to the pod adhesive and believed this may have interfered with proper cannula insertion; however, she confirmed that the cannula was inserted into the skin. Insulin leakage was reportedly observed during wear. The patient was admitted to the hospital, where an electrocardiogram was performed, and diagnosis of hyperglycemia, prolonged qt interval, and low magnesium were reported. Hospital treatment consisted of two bags of intravenous fluids and magnesium replacement. The patient was discharged the same day after blood glucose levels improved.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported leak, or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s721usqsaczb4. Hardware: sm-s721u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.